Event description:
It was reported that patient (pt) has been on 3 different settings and the only settings that half work are the safe setting which is set at 1.3 and 1.6 for left and right side. Patient thinks it didn't work in the b setting and the c setting is 0.8 and 0.7 and none of it is working. Patient states when they went to the last healthcare provider (hcp) they said the high settings were not good to be on. The patient was redirected to their healthcare provider to further address the issue. Patient states not being able to get into the hcp until the end of july. Agent redirected to hcp. Patient called back and repeated information regarding therapy issue. Patient stated that they've been to three programming sessions but everything the hcp programmed hasn't worked, and it seems like their tremors are back to how they were before they had the implantable neurostimulator (ins) implanted. Patient mentioned that they have an appointment scheduled with their managing hcp, but they've been seeing a different hcp in the meantime.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.